Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. D4: batch #351c64. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. In addition, rotation felt sticky when engaged with the orientation sensor. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, some particulate within the rotation nozzle. No damage to the orientation switch lever. There is evidence of lubricant. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device event log was reviewed. A series of events occurred where an articulation button was pressed at the same moment that the device was clamped. This caused the device to miss the transition to transection mode. As a result the firing trigger will not function. The device can recover from this state by reinserting the battery or re-clamping. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: prior to use, ensure the instrument is in the open position. Practice articulating the instrument noting the tactile cues and their differences. Note the device will only articulate if the jaws are open and the black partial close indicator is visible. Articulation is disabled when the device is fully closed, or when the black partial close indicator is not visible. The user may experience audible/haptic feedback during clamping and unclamping of the device. Verify that the jaws pivot in both directions. Once the jaws have reached the maximum angle of 55 degrees in either direction, if the articulation control button is pressed again, the instrument¿s motor will provide audible/haptic feedback. Ensure the jaws are fully open and press the home button (illustration 6) on either side of the device. The articulated anvil jaw and reload jaw should return to the home (straight) position. Turn the rotating knob clockwise or counterclockwise by pushing on the rotating knob fins (illustration 1-9) with the index finger using a downward or upward motion (illustration 12). The shaft will rotate freely in either direction when unclamped. Shaft rotation is disabled when the device is clamped. Close the jaws of the instrument by squeezing the closing trigger until it locks in place (illustration 5). An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and dark gray firing trigger are exposed. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 351c64, and no non-conformances were identified.

Event description:
It was reported that during the gastric bypass procedure that the customer says that the device "lost power" when firing on tissue on the second and seventh firings. The doctor said the device stopped working after trying to fire, he then removed the battery and reinserted the battery and the device worked for the third to sixth firings. The same issue occurred with the seventh firing. The procedure was successfully completed with no patient harm. Customer says that the device "lost power" when firing on tissue on the 2nd and 7th firings.